Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine device exchange procedure, insulation damage was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.

Event description:
During a routine device exchange, insulation damage was visually observed on the right atrial (ra) lead. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found an external insulation abrasion exposing the outer coil, located proximal to the suture sleeve impressions consistent with friction to the device can. The cause of the reported event was isolated to the insulation abrasion found on the lead. The reported event of insulation damage was confirmed.